Manufacturer narrative:
Return of product has been requested. Reporter returned product on (B)(6) 2018. Product investigation is in progress.

Event description:
Consumer called stating that he/she had a little silver post that was a quarter of an inch long in his/her mouth that came out of his/her brush. No injury was reported.